Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while suturing, the needle broke in half. The patient had incurred a life threatening serious injury.